Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-aug-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system auxiliary 6.1 and 6.2 was not detected on bus. A field service engineer opened the back panel and observed that the module controller was not illuminated. The fse then powered down the machine and examined the cable connected to the module controller, finding it to be frayed. The cable was adjusted and secured with zip ties. After turning the machine back on, the drawer functioned properly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 6.1 and 6.2 was not detected on bus. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.